Event description:
Low bipolar rv impedance measurement (less than 150 ohms) was seen on home monitoring. Most recent periodic iegm shows intermittent noise on the rv channel during the encouraged pacing section. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.